Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. A guidewire was returned running through the device. An attempt was made to remove the guidewire and a resistance was encountered and the guidewire could not be removed from the device possibly due to kinks present in the guidewire. Based on the results of the investigation no further escalation is required. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely calcified distal left circumflex (lcx) artery. A 1.50mm rotalink¿ plus and 325cm rotawire were selected to treat the lesion. During the procedure, a 6fr non bsc guide catheter was engaged in the vessel and two non bsc guide wires were crossed in the lesion. The lesion was dilated with a 1.25mm and a 2.0mm unspecified balloon catheter. The 1.5mm rotablator was then used to ablate the lesion; however, the device became stuck within the calcification. The physician was able to release the rotablator by pulling it a few times but it was also observed that the wire could not be removed from the rotablator. The rotablator and the rotawire were removed from the patient together. Once outside the patient, the physician attempted to remove the rotawire from the rotablator but was unsuccessful. A new unspecified size rotawire, a 1.25mm rotablator and an unspecified ivus catheter crossed the lesion and were used to complete the procedure. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely calcified distal left circumflex (lcx) artery. A 1.50mm rotalink¿ plus and 325cm rotawire were selected to treat the lesion. During the procedure, a 6fr non bsc guide catheter was engaged in the vessel and two non bsc guide wires were crossed in the lesion. The lesion was dilated with a 1.25mm and a 2.0mm unspecified balloon catheter. The 1.5mm rotablator was then used to ablate the lesion; however, the device became stuck within the calcification. The physician was able to release the rotablator by pulling it a few times but it was also observed that the wire could not be removed from the rotablator. The rotablator and the rotawire were removed from the patient together. Once outside the patient, the physician attempted to remove the rotawire from the rotablator but was unsuccessful. A new unspecified size rotawire, a 1.25mm rotablator and an unspecified ivus catheter crossed the lesion and were used to complete the procedure. No patient complications were reported and the patient's condition was good.